Event description:
A paratrend 7+ sensor was returned to diamtrics medical limited from its japanese distributor - bayer medical limited. This sensor had been returned from hosp for routine investigation into a reported malfunction. It was only when investigation commenced at diametrics medical ltd that a secondary issue of cracks in the pressure monitoring port was seen and a decision to report was made. There was no report from the customer of any adverse event or pt injury.